Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. (B)(4) iritis and iop elevation are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4) refer to MDR # 2032546-2016-00041 for the first istent that was attempted to be implanted in this patient. Submitted to FDA on: 6/22/2016.

Event description:
The initial complaint report stated that the surgeon was unable to implant an istent due to patient anatomy. An attempt was made to implant a second istent, but this was not successful. Clinical follow-up was requested and on 6/2/2016 the surgeon provided the following additional event details. Stent implantation was not successful due to patient movement during surgery, which resulted in a small iridodialysis. The stent released from the inserter, but could not be retrieved from the posterior chamber. At this time the patient's status and prognosis was reported to be stable with good intraocular pressure control. Additional follow-up was requested and on 6/17/2016 the surgeon provided the following new details. The first istent (sn: (B)(4)) was reported to be malpositioned in the posterior chamber and was not retrieved. Contrary to the initial complaint report, the second istent (sn: (B)(4)) was implanted successfully and postoperative imaging showed the stent is well positioned. The size of the iridodialysis was approximately 1 clock hour. In addition, the surgeon reported elevated iop and iritis which required continuation of postoperative medications. The patient's current status/prognosis was listed as elevated iop and iritis, both improving. The patient will continue to be monitored.